Event description:
Reporter alleged the aviva system generated a result that was either in the high 700s mg/dl or low 800s mg/dl. The result is outside the numeric reading range of 10-600 mg/dl of the device. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.